Event description:
Rings on lap sponges broke into several small sharp pieces. Had to x-ray pt to make sure all was removed. The MFR of the device has declined to notify the FDA, therefore, cardinal health is doing so as the distributor of the device.

Manufacturer narrative:
Additional lot number: 0621131. The DHR was reviewed for additional component, lot number, and team info. Since this item is not altered in any way once received, this complaint is considered a supplier related issue. This complaint was forwarded to the supplier for their evaluation. Supplier reviewed the complaint and noted the following "a review of the defective product confirmed that some of the plastic rings were brittle and easy to break. Even though the exact root cause of this defect could not be determined. The supplier also states they suspect the defect was caused by incorrect machine parameters. Lot review revealed that the rings were manufactured approx 2 yrs ago. This seems to be an isolated incident. Sampling inspection was performed on other lots in stock and this problem did not exist." Supplier has implemented the following corrective and preventive actions: "implement procedure to ensure that product made during the set up process is scrapped before starting production. Implement procedure to ensure the machine parameters are not deviating out of tolerance. Retrain the operator of the molding machine to keep the instructions above thoroughly. Enhanced final inspection for finished goods."